Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix extended for analysis. Visual inspection of the lead revealed no anomalies and the helix was within product specification. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not reveal any anomalies. Based on the device analysis and the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up appointment, a rise in capture threshold and reduction in sensing was noted on the rv lead. A micro-displacement was identified via x-ray, and the lead was explanted and replaced. The patient was stable following the procedure. It was also reported that the onset of the issue coincided with a patient fall.